Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed and not detected on bus. The customer mentioned that burn marks where the retractor band connects were found and the plastic was melted at the connection point. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed and not detected on bus. The customer mentioned that burn marks where the retractor band connects were found and the plastic was melted at the connection point. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. The field service engineer opened the back panel and found all light emitting diode (led) lights for drawer 2 were out. Fse shut down the station, inspected drawer 2, and tested controller boards and solenoids with a multimeter. Found burn marks and melted plastic on the module board at the retractor band connection. Replaced both the module board and retractor band, powered up the device, and recovered the drawers successfully. The system functioned as intended after the field service engineer repaired the device.